Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6)2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6)2012, product type: lead. Product ID: 3550-39, lot# n322204, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger, product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was a loss of stimulation. The patient programmer (pp) showed that stimulation was still on. The patient was advised to turn stimulation on and this did not resolve the issue. Pain in the neck and arms was experienced and this was noted to be a sudden change. The patient had experienced a general soreness for the past couple of days. The night prior to this report, she turned the stimulation up because her neck was bothering her and she took some (B)(6). The morning of this report, she woke up and could barely move because of the pain in her arms. She could feel the electricity in her back but it was not helping the pain. The pain was like it was before the car wreck she was in and she couldn't lay on her side. The patient could still feel stimulation and turning it up didn't help the problem. No relevant medical history was known. Follow-up was performed to determine the circumstances that led to the loss of stimulation and pain, if the patient had found a physician, and if the pain was resolved. This event will be updated if additional information is received.